Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, lot# serial# unknown, product type programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving hydromorphone (250 mcg/ml at 166.66 mcg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had a refill today and they noticed that the drug concentration programmed into the pump was actually programmed incorrectly. It had been done at the last refill on (B)(6) 2021. The concentration was programmed at 150 mcg/ml at 100 mcg/day and the drug concentration was actually 250 mcg/ml. It was calculated that the flow rate was 0.666 ml/day, so the patient was actually getting 166.66 mcg/day. Today they were going to correct the programming, but the patient was doing well with the 166.6 mcg/day dose despite the overdosing due to the programming error, so the drug and concentration were not going to be changed.